Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure; while drilling the proximal oblique hole, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that an xray was performed. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for radiolucent drill bit breakage, was confirmed, the radiolucent drill bit was returned for evaluation. The tip of the radiolucent drill bit was not returned for evaluation. The radiolucent drill bit was evaluated by product engineering who observed that without the tip of the part it is not possible to determine the cause of the fracture, however based on the analysis carried out on the portion that was returned there could have been a misalignment between the drill and the nail during use, causing the drill to come in contact with the metal nail, resulting in excessive force being applied to the drill.

Event description:
It was reported that during a surgical procedure; while drilling the proximal oblique hole, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that an xray was performed. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Lot number of radiolucent drill bit has been provided.

Event description:
It was reported that during a surgical procedure; while drilling the proximal oblique hole, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that an xray was performed. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.